Event description:
Reporter stated the patient has experienced blood glucose of up to 429 mg/dl since the middle of (B)(6) 2013. She delivered insulin via the infusion device as treatment. She switched to a different infusion device on (B)(6) 2014 and has experienced no further problems. She believes the insulin delivery is too low and reported the infusion device made "strong operating noises" during bolus delivery. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy (includes the mentioned strong noise while delivering or rewinding the piston rod), occlusion limits, and alarm functions were tested successfully and all test results were within the product specifications. No malfunction of the device could be observed. The adapter passed the optical inspection. The used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.